Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "at 09:30 on (B)(6) 2026, the patient underwent hysteroscopic surgery under intravenous anesthesia. The plan was to use a micro-scissor (hysteroscopic scissors) and a micro-forceps (hysteroscopic grasping forceps) to resect endometrial polyps. Following standard hysteroscopic surgical protocols for fine manipulation with specialized micro-instruments, preoperative inspection revealed significant rust on the surfaces of the micro-scissor and micro-forceps. Obvious rust stains were observed on key areas such as the instrument joints and cutting edges. The surgeon immediately switched to diagnostic curettage to resect the polyps; however, slight polyp residue remained, which was subsequently managed with oval forceps. The surgery was completed successfully, but the patient's operation time was prolonged. The rusted instruments were retained postoperatively as evidence." Cross reference MDR 9610617-2026-1009.

Manufacturer narrative:
Additional information added in section d product information and g4. The event is filed under internal karl storz complaint ID: (B)(4).